Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325 cc saline, catalog #: 3501650, lot #: 5772824, sn #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 325 cc saline breast prostheses. Right breast prosthesis deflation was determined. The customer also reported a palpable mass on the right breast. Capsular contracture was report on the left breast prosthesis. As a result, the breast mass was removed and the patient also underwent bilateral removal and replacement with mentor memory gel breast implant 490 cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).